Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two pt samples when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 2 reported by the customer for testing performed for multiple pts on two different days.

Manufacturer narrative:
The customer only supplied level 1 quality control (qc) data performed on (B)(4) 2009. Qc was within specifications. The customer loaded accutni reagent lot number (B)(4) on (B)(4) 2009. The customer reported a shift up for qc level 1 when the new lot number of reagent was put into use. The customer obtained qc level one results of out of specification high times two on (B)(4) 2009. A system check performed on (B)(4) 2009, resulted within specifications. Service was not dispatched. Bci technical support suggested the customer perform a precision run for event troubleshooting purposes and the customer did not perform the precision run. The customer was supplied an alternate lot number of accutni reagent and was satisfied with the performance. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This is event 1 of 2 reported by this customer. The related MDR is 2122870-2011-04429.